Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited low pacing impedance measurements. Technical services (ts) discussed noise on the rate\sense lead resulting in several non-sustained ventricular tachycardia episodes. Ts discussed the possibility that this is first rib crush and suggested performing a chest x-ray. No adverse patient effects were reported. Additional information indicated that this patient was on vacation when this issue occurred. A field representative indicated that a chest x-ray was performed; however the patient was returning home and they would likely not see the results. The field representative in the patient's home town indicated they have not yet seen this patient to evaluate. Subsequent information indicated that the noise was not able to be recreated. Additional information from the patient indicated that the lead was fractured. The patient indicated that the lead was surgically abandoned and a previously abandoned lead was utilized. The patient indicated that no issues have occured since the lead was abandoned.